Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seals into the delivery tube and did not deploy into the aorta. The reporter did not have any information regarding how the incident was completed. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: visual inspection shows that the tension spring still inside the deployment tube and plunger was depressed. The failure that the seal would not deploy is confirmed based on how the seal was received. A lhr review was completed for the product, there was no non-conformance associated with the lot number.